Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in a 39-year-old female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included anemia, pap smear abnormal and vaginal infection. Previously administered products included for an unreported indication: nuva ring and depo provera. Concurrent conditions included nabothian cyst, uterine fibroids, ovarian cyst, dysfunctional uterine bleeding, uterine enlargement, leiomyoma nos, endometrial polyp, loss of libido, painful intercourse, shoulder pain, dizziness and swelling nos. Concomitant products included alprazolam since (B)(6) 2017, bupropion hydrochloride (wellbutrin) since (B)(6) 2016, bupropion since (B)(6) 2016, escitalopram, metronidazole from (B)(6) 2019 to (B)(6) 2019, norgestrel from 2007 to 2008, phentermine (B)(6) 2017 to (B)(6) 2017, vilazodone hydrochloride (viibryd) and vilazodone (B)(6) 2016 to 2018. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraine/ migraines /headaches,"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition :- clinical depression"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient experienced fatigue ("fatigue") and night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2019, the patient experienced vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2019, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2019, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 11 years 8 months after insertion of essure. On an unknown date, the patient experienced vaginal infection ("vaginal infection"), weight fluctuation ("weight fluctuations"), abdominal distension ("bloating") and cystitis ("bladder infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, migraine, night sweats, vaginal haemorrhage, anxiety, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, weight increased and cystitis had resolved and the vaginal infection, weight fluctuation, abdominal distension, bacterial vaginosis and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, night sweats, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2007,(B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in a (B)(6) female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included anemia, pap smear abnormal and vaginal infection. Previously administered products included for an unreported indication: nuva ring and depo provera. Concurrent conditions included nabothian cyst, uterine fibroids, ovarian cyst, dysfunctional uterine bleeding, uterine enlargement, leiomyoma, endometrial polyp, loss of libido, painful intercourse, shoulder pain, dizziness and swelling nos. Concomitant products included alprazolam since (B)(6) 2017, bupropion hydrochloride (wellbutrin) since ( B)(6) 2016, bupropion since (B)(6) 2016, escitalopram, metronidazole from (B)(6) 2019 to (B)(6) 2019, norgestrel from 2007 to 2008, phentermine (B)(6) 2017 to (B)(6) 2017, vilazodone hydrochloride (viibryd) and vilazodone (B)(6) 2016 to 2018. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraine/ migraines /headaches,"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition :- clinical depression"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient experienced fatigue ("fatigue") and night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2019, the patient experienced vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2019, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2019, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 11 years 8 months after insertion of essure. On an unknown date, the patient experienced vaginal infection ("vaginal infection"), weight fluctuation ("weight fluctuations"), abdominal distension ("bloating") and cystitis ("bladder infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, migraine, night sweats, vaginal haemorrhage, anxiety, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, weight increased and cystitis had resolved and the vaginal infection, weight fluctuation, abdominal distension, bacterial vaginosis and female sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, night sweats, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2007, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs&mr received: - new reporter information was added. Lot no was added. New event added vaginal bleeding, night sweats, bacterial vaginosis, apareunia (inability to have sexual intercourse), anxiety & clinical depression, bladder or urinary problems or changes, dysmenorrhea (cramping), weight gain, bladder infection. And event outcome added. Severity added pelvic pain , abdominal pain. Concomitants drugs and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.